Manufacturer narrative:
H3: device evaluation: lens was returned in microcentrifuge vial dry. Visual inspection found haptic broken and optic split. Unable to perform dimensional/functional inspection due to significant lens damage. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -10.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2023 the lens was exchanged with a same length but different model and power lens. This resolved the problem. The cause of the event was reported as unknown.